Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the ¿site of the stimulator was infected.¿ the implantable neurostimulator (ins) was explanted, a new ins was implanted at another site, and the issue was resolved. It was noted there were no patient factors that may have led or contributed to the issue. The ins was not returned to the manufacturer and was instead destroyed by the customer ¿because there were too many germs on it.¿ the patient was alive with no injury at the time of report. No further complications were reported or anticipated.